Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. Further testing was performed which revealed out of range shock impedances that were greater than 200 ohms. At this time, the rv lead remains in service and the patient will be seen again in clinic in one month. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.